Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the tissue pad was detached from the device. It was retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.